Event description:
Left breast swell to the size of a large grapefruit. It is hard and bruised black and blue. There is a heaviness in the chest and cause shortness of breath with exertion. My doctor went in and drained serum. Testing was non cancerous or showed infection. After drains were removed, three weeks later, the breast swelled again. My physician claims not to know why this happened or have a solution. I am confused and frustrated. I have lupus and suggested maybe that is the problem. I would appreciate any information you have to help me. Thank you, (B)(6). FDA safety report ID #(B)(4).